Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient was hospitalized for treatment of diabetic ketoacidosis that day. No additional details were provided and multiple attempts to contact the patient were unsuccessful. This complaint is being reported because a device malfunction or use error could not be ruled-out as a cause or contributing factor to the reported health event.